Event description:
A report was received from nursing staff stating a patient reported the inner cannula of the tracheostomy tube is sticking. There was no report of patient harm. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The device history record was reviewed and no nonconformity reports were identified, related to the reported failure mode. The manufacturing controls and guidelines were reviewed and found acceptable to detect the reported malfunction.

Manufacturer narrative:
(B)(4).